Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the anchor wings were sutured down originally, but failed. The patient returned with a pocket of fluid at the base and when surgery was performed the wings that were originally sutured down failed and there was a small collection of fluid. Everything was intact.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had a history of seizures following stroke. The patient had been seen by an epilepsy specialist. The patient was not hospitalized for seizures. Patient had a follow-up with her epilepsy doctor and it was determined that due to non-compliance with her medications that is what caused her to have an increase in her seizures. The seizures were reported as not related to the pump at all.

Event description:
Additional information received reported the patient showed up in the health care provider¿s (hcp) office on (B)(6) 2014 with a large wheal and soft tissue fluid filled sac on the back the size of a baseball. The patient also had seizures and sleepiness. It was not determined if the seizures had anything to do with the pump. The patient was taken to surgery the next day. It was reported that on (B)(6) 2014 the patient had an elevated area in the back with a tiny amount of clear fluid. A purse string suture was done. The elevated area was caused by the butterfly anchor flipping. The butterfly anchor was sutured down again. The patient was really thin, so when the anchor flipped it caused elevation in the skin. Catheter access port (cap) aspiration was done and the catheter was patent. The event was considered possibly related to the device or therapy and possibly related to the implant procedure. The severity was noted as ¿mild.¿ the system was being used to deliver lioresal baclofen. The event resolved without sequelae on (B)(6) 2014.

Event description:
Additional information received reported that the patient had a large wheal and soft tissue fluid filled sac on the back the size of a baseball. The patient had seizures but it was not determined if related to the pump. The patient had a history of seizures following a stroke. The patient was not hospitalized during this time but had a follow up appointment with their epilepsy healthcare professional and it was determined that non-compliance with medications had caused the patient to have an increase in seizures.

Event description:
Additional information was received that the anchor wings were not sutured down. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).